Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in-clinic for follow-up, oversensing was observed on rv lead. The lead was explanted and replaced. Patient was stable.